Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2003. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient's pump was previously removed and on the date of this report they were removing the catheter that was left implanted because the patient was complaining of headaches. The patient had developed a headache and it was believed to be a cerebrospinal fluid (csf) leak. The event date was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.